Manufacturer narrative:
The investigation determined that imprecise vitros phbr and phyt quality control results were obtained on a vitros 5600 integrated system. Based on the results of precision testing and the observation that multiple vitros assays were affected, the investigation concludes that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer made adjustments to the immunowash fluid subsystem, however acceptable performance of the vitros 5600 integrated system has not yet been achieved. Additional service actions are planned, and the investigation is ongoing. There was no evidence to suggest a malfunction of the vitros phbr or phyt reagent. The root cause of this event is most likely instrument related.

Event description:
A customer observed imprecise vitros phbr and phyt quality control results on a vitros 5600 integrated system. Vitros phbr results of 77.54 and 42.95 ug/ml were obtained from the vitros tdm pv iii control fluid versus the expected value of 55.94 ug/ml. Vitros phyt results of 38.48, 36.11, 35.91, and 36.20 ug/ml were obtained from the vitros tdm pv iii control fluid versus the expected value of 29.80 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phbr or phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).